Event description:
Rn went into room to respond to the bed alarming "patient hot". Rn took infants temperature, and it read 38.6. Rn aired infant out and retook temp 30 min later. Temp 38. Rn encouraged mom to do skin to skin with infant to help regulate a normal temperature again. Mom did skin to skin and infant returned to a normal temperature. Sticker replaced at every care due to it not holding the temp probe on the infant throughout entire shift. Sticker not staying on babies and not helping the bed regulate appropriate temperature outputs.